Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
;It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited a problem with helical extension on fixation, poor threshold measurements, and high and undefined impedance. The rv lead was attempted/not used and replaced. On testing post removal from the patient, the helix would still not extend. No patient complications have been reported as a result of this event.